Event description:
A report was received that the patient will undergo an explant procedure due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo an explant procedure due to discomfort at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an explant procedure due to discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure. The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The complaint regarding the stimulation anomaly (shock) at the time of stimulation on/off was not verified. After activating the latest setting, the ipg's outputs were monitored on a scope. The stimulation outputs were delivered gradually and amplitude/pulse width were verified to be correct on all electrodes. No excessive leakage current or spurious signals were observed while the device was in saline solution. The setscrews of the ipg were examined and found no anomalies. The associated leads tested with the associated click anchors and confirmed that the anchors were able to hold the leads securely.